Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guide wire in combination with blood and procedural contaminants causing the reported difficulty to advance. Continued resistance with the guide wire was felt during removal; therefore, the delivery system and guide wire were successfully removed as a single unit without issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the left anterior descending coronary artery that was both mildly calcified and tortuous and 75% stenosed. The lesion was not predilated. While advancing the xience skypoint stent delivery system, resistance was met between the guide wire and the stent delivery system while still in the guiding catheter. During removal of the guide wire, the stent delivery system was removed as well, as it was suspected that the stent delivery system and guide wire became stuck together. There was no reported adverse patient effect and no clinically significant delay in the procedure. The procedure was successfully completed using a new guide wire and a new same size xience skypoint system. No additional information was provided.